Event description:
It was reported that stent dislodgement and removal difficulties occurred resulting in additional intervention. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left subclavian artery. After a 5f non-boston scientific (bsc) guide catheter was inserted in the target lesion, another 6f sheath was inserted in the common femoral artery of the lower extremity, and the wire was pulled through. After the target lesion was pre-dilated, a 7.0x20x75cm express ld vascular stent was advanced for treatment along with the 35 non-bsc guidewire. However, the stent was unable to cross the lesion. When the device was removed, the stent got dislodged and came into contact at the ostium part of the tip of the 5f non-bsc guide catheter. As the 35 wire was remained, the 35 non-bsc catheter was used to push the stent and advanced to the lesion part. The 35 non-bsc catheter was removed and changed to a v14-wire, and the stent was successfully implanted in the lesion part. There were no patient complications reported.